Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to calibrate. The customer advised that they have tried to troubleshoot the issue by swapping the recorders, but they still unable to calibrate the capsule. There was no patient harm. A repeat procedure was necessary scheduled on a different day with additional anesthesia due to the alleged device malfunction.

Manufacturer narrative:
Additional information: evaluation summary the visual inspection found no notable conditions. The customer reported they had a capsule which failed to calibrate. The reported condition was confirmed. The investigation found: calibration was checked according to user guide and failed. The capsule was cracked and connected to an external power supply. The capsule failed in 1.07 ph solution - calibration error. Due to the physical structure of capsule, (capsule is sealed by epoxy) further investigation is not possible. Corrected information: (evaluation code-method, evaluation code-result, evaluation code-conclusion) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.